Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the front power supply fuse was burned. After replacement, ipc started normally, but the mechanical part of the equipment could not move. Further investigation showed that the supply power has input but no output. Fse found the cooling unit was faulty and replaced it. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.